Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) advised on how to work with a lead with an elevated impedance and provided troubleshooting actions and resolutions. The lead remains in use. No adverse patient effects were reported.